Event description:
It was reported that the tubing had disconnected below the central port and the patient was bleeding. Reporter stated they flushed the line and reconnected it, and the pump had resumed running. The reporter was advised to stop the infusion. The event occurred at the patient's home. No adverse event was reported.

Manufacturer narrative:
The device history record of reported lot number: 6026890 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.